Event description:
It was reported to philips that the system did not bootup. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the device was outside of clinical use at the time of the reported event. The philips remote service engineer (rse) checked the device remotely and confirmed that the system did not boot up. A review of the system logfile confirmed the reported malfunction. The fse visited onsite and upon functional testing, the fse found that the dc power supply in m cabinet was not working. The fse bypassed the defective power supply unit to resolve the issue temporarily. The defective power supply unit was returned for analysis, and it confirmed electronic defect. To resolve the reported issue permanently, the fse replaced the power supply unit (pd. Scomp.dcps_24v_12v_5v). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.